Event description:
Pride representative reported that provider got a call from customer alleging he flipped forward coming down a ramp at his home resulting in injury.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Pride representative reported that provider got a call from customer alleging he flipped forward coming down a ramp at his home resulting in injury.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.